Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer turned on to an error. The spacer between the micro processor unit (mpu) and the link electronic module (lem) was broken. The mpu and lem board were replaced. It was also determined at analysis that the stylus worked intermittently on the touchscreen. The media door was damaged. The cord bay latches, the bullet assay and the keyboard front latch were broken. The paper tray was nearly empty, and the cooling fan was noisy. The power cable was worn, and the handle was cracked. Software history errors were observed, the software was reinstalled to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned on to an error. The programmer was returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.